Event description:
The account alleged they cannot set the brakes the bed keeps moving. No patient impact.

Manufacturer narrative:
The technician found the brakes were not pressed completely down due to lack of knowledge of how to set the brake. The technician set the brake to resolve the issue.